Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, b5, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. Corrected h6 component codes & device codes. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: sheath shaft curvature; liner fully expanded and distal tip opened as designed; no distal tip tear noted; liner fully delaminated circumferentially starting at 8" from distal strain relief and approximately 2" in length; distal tip split; and the c-marker is missing. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual examination. 3mensio imagery was provided by the site and noted that the patient's right access vessel had presence of calcification and tortuosity. The complaints for sheath distal tip split, liner delamination, and system components separate during use were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "it was noted that the esheath was damaged upon trying to remove the delivery system through the e-sheath. The e-sheath tip appeared on fluoro to be torn and the marker was visibly noted retracting inside the e-sheath as they tried to pull the delivery system inside. The e-sheath was intact during insertion of delivery system, it was not until the team tried removing the burst balloon that the e-sheath became visibly damaged." Per device evaluation, the sheath distal tip was found to be split, the liner was fully delaminated circumferentially, and the c-marker was missing. Per review of the provided 3mensio report, there was presence of tortuosity and calcification in the patient's access vessels. In this case, the balloon of the associated delivery system had burst. Withdrawal of a delivery system with an altered balloon profile can lead to the system to catch onto the distal tip and liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath distal tip and liner, especially if tortuosity and calcification were present near the sheath distal tip. C-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per pre-decontamination findings in the lab upon receipt of the device, the sheath was examined and there was evidence of a minor distal tip split with the distal end of the liner slightly bunched, full liner delamination, and the c-marker missing. There was no distal tip tear noted.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position with bilateral femoral access. During the procedure, a 14fr e-sheath was placed via right tf. The team introduced the 26mm s3ur valve and advanced into the 14fr e-sheath without issue. During deployment of the valve at the end of inflation, the balloon ruptured. The team pulled the system back into the descending aorta and tried to pull into the e-sheath but was met with resistance. The team manipulated the system and e-sheath to try to bring the system into the e-sheath without success. They continued to pull the system and e-sheath down into the right common iliac. The team decided to place an occlusive balloon in order to perform a full cutdown. A cutdown was completed and the team achieved removal of the balloon and e-sheath. Surgical repair of the vessel was completed. As per follow-up with the fcs, it was noted that the esheath was damaged upon trying to remove the delivery system through the e-sheath. The e-sheath tip appeared on fluoro to be torn and the marker was visibly noted retracting inside the e-sheath as they tried to pull the delivery system inside. The e-sheath was intact during insertion of delivery system, it was not until the team tried removing the burst balloon that the e-sheath became visibly damaged. The patient was in recovery following the procedure.